Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was initially believed to be depleting prematurely. After initial discussions with technical services it was determined that the device was depleting as expected during the time. However, recently the device was explanted due to a product advisory pertaining to premature battery depletion. No additional adverse patient effects were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.